Event description:
The customer contacted baxter's technical service center to report the homechoice (hc)machine has reset the programming by itself, which occurred during use. The patient was not connected. The home patient (hp) stated the hc was saying check total volume = 200ml. The technical service representative (tsr) explained the hc has reset itself to standard settings when shipped out. The hp had programming there and updated the settings; however, when the hc provided cycles and dwell time he stated it was not accurate. The tsr referred the hp to contact the peritoneal dialysis registered nurse (pdrn) regarding prescription discrepancy. The technical service representative (tsr) initiated a swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported condition of home choice resets programming by itself. The patient logs indicated the patient had changed his programs, however, the technician indicated the device was performing within normal parameters. A short therapy was performed and the device was cycled with no issues. The device therapy parameters were constant with no change observed. The cause for the reported condition of home choice reset programming was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.